Event description:
Customer reported the c-arm brake will not lock. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the brake. System operates as intended. This MDR is related to ge healthcare.